Event description:
It was reported that the pump ran continuously inflating the knee during a knee during a knee scope for partial menisectomy. Fluid was pushed into the patient's thigh. Suction was applied to the site and 1000cc of irrigation fluid was recovered. Customer believes 1000cc was not accounted for. The surgery was not completed. A follow up surgery is required. No additional details are available at this time. Further patient information requested without success. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. DHR review revealed nothing relevant to this event. Arthrex is continuing to investigate this issue. A follow up report will be submitted with any significant information obtained from the investigation.